Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 33.3 mmol/l; cause was due to pump battery depleting quickly resulting in pump shutdown. Customer received low power alert and shutdown alarm. Customer administered a manual injection to address bg level. During troubleshooting, battery was depleting normally based on settings/usage.